Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas c 502 module is 17g4-03. The investigation reviewed the last calibration performed on 27-oct-2023; no issues were noted. The investigation reviewed the qc data from 01-oct-2023 to 03-nov-2023; the recoveries for both levels were within the +/- 2 standard deviation (sd ) range. The investigation reviewed the alarm trace provided; there were several "abnormal aspiration", "sample clot detected" and "sample short" alarms present in the trace. The investigation reviewed the reaction monitor of the initial run and rerun; the reaction monitor of the initial run seemed to show that not enough sample was pipetted; the reaction monitor of the rerun is inconspicuous. The customer stated that they had placed a false bottom tube on a normal rack and not on a rack that was defined for false bottom tubes. The investigation is ongoing.

Event description:
The initial reporter received a questionable bilt3 bilirubin total gen.3 result from one patient sample tested on the cobas 8000 cobas c 502 module. The patient sample was rerun because the result from the patient's previous sample was 156 umol/l. The initial result was 10.8 umol/l. The repeat result was 209.8 umol/l.

Manufacturer narrative:
The investigation reviewed the customer's handling of patient samples. It was noted that the tube manufacturer's recommended centrifugation speed was 6000-15000g, but the speed on the preanalytical checklist is 3840. The investigation ruled out a general reagent issue because the calibration and qc results were acceptable. The investigation determined the event was consistent with a preanalytic issue at the customer site (reaction monitor of initial run looks like not enough sample was pipetted; sample short. Sample clot and abnormal aspiration alarms in the alarm trace; incorrect centrifugation speed; false bottom tube was placed on a rack not defined for false bottom tubes). Preanalytics are within the customer's responsibility. Product labeling states "false bottom tubes the instrument recognizes false bottom tubes by the rack ID. ¿ the rack must be assigned on the false bottom 1 tab of utility > system > rack assignment. ¿the instrument handles all containers on this rack as false bottom tubes, regardless of their height." There was no indication of a device malfunction.